Manufacturer narrative:
Concomitant medical product: dtma1d1 crtd, implanted: (B)(6) 2020. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead integrity alert (lia) on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. Oversensing of noise was noted on the rv lead with manual palpitations and the available electrograms (egm) appeared to show oversensing of non-physiologic signals. A possible set screw issue was suspected and the physician turned therapies off. The patient was referred for a revision. Upon opening the pocket it was noticed the high voltage rv coil was loose as was the bipolar connector. Both were reinserted and tested was within normal limits. The lead and device remain in use. No patient complications have been reported as a result of this event.